Event description:
Information received regarding the explanted device notes that the patient had the same symptoms that she had prior to her first pacemaker implant. Therefore, the pulse generator was replaced.